Manufacturer narrative:
All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in insulin pump history due to broken trace on keypad assembly. Device power up properly after battery installation. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. No pump error 82 alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed displacement test and the test was passed. Customer was performed self test and the insulin pump alarm again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.